Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found no image was displayed due to oxidation inside the camera. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported no image from the camera head during preparation for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to corrosion inside the camera head. The specific root cause of the corrosion inside the camera head could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on (B)(6) 2022. The event happened, during preparation for laparoscopic use. The procedure was completed with another camera head. There was no delay for the patient.